Event description:
Spinal fusion at l5/s1 using silhouette-bak-device manufactured by sulzer/spinetech. One of the pedicle screws failed to lock into place and the surgeon never informed the pt that spine tech had recalled the same devices in 9/01. The surgeon never entered in the surgical serial numbers or even the type of unit. The pt's surgeon had to contact the dr. To find out what type of tools were needed to remove the appliances.